Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent a left-sided pathway ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, a webster¿ electrophysiology catheter (rv quadripolar) and a cs catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, cardiac tamponade was discovered and confirmed by echo. Pericardiocentesis was performed to remove 275 ml of blood from the pericardium. The patient was reported in stable condition after pericardial drainage. The patient stayed overnight for observation purposes. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, and that it was possibly caused by an rv quad catheter or perhaps the cs catheter. Transseptal puncture was performed with a brk1 transseptal needle and a sl3 transseptal sheath. There was no evidence of steam pop during the ablation. The flow was set at 8ml/min for mapping and between 8-15ml/min during ablation. No error messages were observed on any bwi equipment. The visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag were 3mm stability range for 3 seconds. 3g force minimum for 25% of the time. 3mm size tag. The additional filter used with visitag was surpoint. The color options used prospectively were surpoint and ablation index. Multiple attempts were made to obtain the rv quadripolar and cs catheter information; however, the catheters information is not available. Per the additional information received on 6/6/2019, the physician believed the adverse event possibly occurred during rv quadripolar catheter placement; therefore, the event will be reported under a generic bwi webster quadripolar catheter since specific product information has not been provided. Additional follow up has been sent to request the product information. Should any new information be obtained it will be assessed and processed accordingly. On 6/25/2019, biosense webster inc. Received additional information about the event. It was reported that the physician believed the adverse event was possibly caused by an rv quad catheter or perhaps the coronary sinus (cs) catheter; therefore, the adverse event will also be reported under a generic code for bwi cs catheter. The specific product information is not available. Despite the physician¿s belief that the issue might be related to rv quadripolar catheter placement or the cs catheter the event will be reported under all three bwi products since all three were used during the case and there¿s no evidence to conclude the issue was not related to the ablation procedure performed with the thermocool® smart touch® sf bi-directional navigation catheter, rv quad catheter or the cs catheter.